Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were due to right heart failure. A direct correlation between vad-20734 and right heart failure could not conclusively be determined. A correlation between the heartmate ii (hmii) left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase, fluctuating pump powers and flows, and suspected thrombus could also not be conclusively established through this evaluation. The submitted log file contained data from 16dec2020 to 28dec2020. Low flow events and transient power/flow elevations captured during pulsatility index (pi) events were confirmed through analysis of the submitted log file. The fixed speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. It was reported that the patient ultimately expired on 05jan2021 due to a hemorrhagic stroke and the device was not returned for evaluation (refer to manufacturer report number: (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including right heart failure, device thrombosis and hemolysis. Section 1 also provides an explanation of all pump parameters, including pump speed, power, and flow, and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ provides more information regarding all pump parameters, describes situations which may result in a low flow hazard alarm, and explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists, and also that "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 also outlines treatment options that include ¿inotropes to augment right ventricular contractility, fluid management, hyperventilation, and pharmacologic modulation of pulmonary vascular resistance,¿ as well as employing a right ventricular assist device as a last resort. Additionally, this section outlines indications of thrombus and how to respond to such events, and provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for vad-20734 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The patient was dizzy upon standing. The patient was placed on 0.5 mcg/kg of milrinone for the right heart and the alarms resolved. A pulmonary artery (pa) line was placed to better evaluate right heart pressures. No device issues were reported that could have contributed to right heart failure. The patient also had power and flow fluctuations which were likely related to a probable pump thrombosis. This was based off the patient's elevated lactate dehydrogenase (ldh) level which was over 2400 u/l at one point.